Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: with the first firing, the staples that were unformed, were they malformed or missing from the staple line? This is just for clarification. They were malformed, completely open on the outermost row and incomplete b's on the middle and inner rows.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, first fire using a black reload with seamguard on the anvil side only and the staple line had completely unformed staples on the outermost row of staples. Had poorly formed staples on the fifth firing as well using a black reload and seamgurard on the anvil and cartridge. Patients bmi was (B)(6). The surgeon had to oversew the staple line. There were no patient consequences reported. One device was discarded.